Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient passed away while not wearing the lifevest on (B)(6) 2019. The patient was undergoing an operation at the time of passing and was not wearing the lifevest. Review of the download data, indicates the patient received two appropriate shocks and one additional shock in response to nonsustained ventricular tachycardia (nsvt) on (B)(6) 2019. The patient was in ventricular tachycardia (vt) at 200 bpm for the first shock and vt at 150 bpm for the second shock at 11:01:02 and 11:07:01. The patient's post shock rhythm for the first appropriate treatment was atrial fibrillation at 40 bpm with transitions to sinus bradycardia at 45 bpm with bbb. The post shock rhythm for the second appropriate treatment was atrial fibrillation at 80 bpm with intermittent nsvt. Nsvt contributed to the false detection. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2019.